Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 106 mg/dl and the sensor glucose was 57 mg/dl at the time of the incident. Customer stated started a sensor about 3 days ago and readings were all over. Customer has been receiving sensor alerts for multiple days. Customer insist the sensor readings have been erratic. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor is expected to returned for analysis.